Event description:
A user facility returned the olympus asset, endoeye flex 3d deflectable videoscope, to the olympus service center. Upon inspection and testing of the returned device, it was observed that b30 (scope communication error) occurred. This report is being submitted for the event found during evaluation. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned as part of the asset return process, b30 (scope communication error) occurred due to damage to the charged coupled device unit. Additionally, the 3d image was abnormal due to damage to the charged coupled device unit. The bending section covers adhesive floated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a specific root cause of the suggested event could not be established. Although it was presumed that the error message was displayed by damage at image sensor unit, the cause of the damage could not be identified. Labeling: user may detect the suggested event by handling device in accordance with the following IFU. -inspection of the endoscopic image device history record (DHR): whether the subject device was manufactured in accordance with its specifications the subject device was shipped in accordance with the specifications. Whether nonconformity of the subject device was identified in house the subject device had no nonconformity at manufacturing. Olympus will continue to monitor the field performance of this device.